Event description:
Ufmw report received concerning breakage/leakage incident with use of one b33131 7" microclave pressure infusion ext. Set. The ufmw reports "upon power injection of contrast for CT scan, the pressure infusion extension tubing bubbled and then blew out spraying contrast." There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: one (1) used b33131 7" microclave pressure infusion ext. Set was returned for analysis and investigation. Visual analysis of the returned b33131 extension set confirmed a section of the tubing next to the male spin luer was split/damaged. Conclusion: while the exact cause of the component damage is unknown, corrective measures have been implemented that are expected to prevent this type of product issue. An alternative tubing has been sourced with properties that are better suited for applications that create greater backpressure and increased viscosity of contrast media. Current build reflects this tubing material change.